Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a consumer receiving baclofen [2000 mcg/ml] at a rate of 992 mcg/day via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that the patient's mother states "I've never really felt the device worked." There were no reported environmental/external/patient factors that may have led to the issue and a dye study was done on (B)(6) 2017 and the results were inconclusive. Additional physicians in the patient's care will be consulted and it was unknown if the issue was resolved. There were no further complications reported/anticipated. Additional information was received from a company representative. There were no new acute issues, patient¿s mother is potentially changing managing doctors and made the statement ¿I don¿t think it has ever really worked¿ the patient did not experience any symptoms. No further actions or interventions were performed to resolve the issue. The issue had been resolved. The provided information was confirmed with the physician.